Manufacturer narrative:
The service engineer (se) inspected the device and verified the reported issue and found the graphic user interface (gui) central processing unit (cpu) and direct current (dc) to dc converter burnt. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, upon turning on, a 980 ventilator had a burning smell. The ventilator was not in use on a patient at the time of the reported event.